Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported multiple infusion set adhesive issues event occurred on 21-mar-2026. Patient reported infusion set patch did not stick to skin upon insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.